Event description:
It was reported that patient alerts occurred on the 6947 lead and 4194 lead for lead impedance out of range. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.